Event description:
The hill-rom bed incorporates two fold-down poles. The base of the poles are round stainless steel and the telescoping portion is octagonal in configuration. This portion has chrome plating over steel. The plating had delaminated to where several sharp edges are present. The octagonal portion has an impact bend preventing it from operating correctly and may have caused the delamination to begin. The damage can be reproduced by not lowering the upper portion into the lower portion and placing the pole in a horizontal storage position. The upper portion extends to where impact can occur and bend the octagonal section. The situation prevents the upper section from sliding into the lower portion and individuals may apply additional force to lower the IV pole.